Manufacturer narrative:
(B)(4). Unknown apex 3d poly component, p10-100-br3l-s, tibia arc rt sz 3 lg 3dp strl, lot 260f3332312, p10-251-tlr2-s, talus flat rt sz 2 tps strl, lot 260f0082412, unknown plate, unknown screw. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had an initial right total ankle arthroplasty and experienced a post-operative infection. Five months post implantation the poly insert implant was replaced. Six months post implantation the patient underwent a free flap skin graft to the right dorsal wound followed by a split thickness skin graft placement surgery at seven months post implantation. 9 months post implantation erythema, drainage, and cellulitis developed, and a debridement was conducted at the physician's office. The patient was placed on antibiotics, and the site began to heal. 11 months post implantation a flap procedure was conducted due to enlargement of the wound. Five days following the flap procedure the wound had a malodorous smell and discharge, and cultures were positive for pseudomonas. The wound vac was discontinued and prescribed medication with wet to dry dressings. A week later, the wound displayed improvement. It was reported that no further information is available